Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. "Do not expose your pump, transmitter, or sensor to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation".

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to radiation machine prior to the malfunction occurring. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.